Manufacturer narrative:
Additional device product codes: osh, mni, kwq, mnh, and nkb. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Initial reporter address line 1: administracion de quirofano -3a pta avda reyes catolicos 2 administracion quirofano -3a pta. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, at the end of the surgery and when the closure of the expedium system was being performed, the threads of the nut had frayed. Three nuts frayed during the threading. To complete the procedure, the bars were repositioned so that they exerted less pressure on the nuts and to avoid the cross-threading. Correction keys were also used. There was a surgical delay of eighty (80) minutes. The procedure was completed successfully. There was no patient consequence. This report involves one (1) expedium verse spine system unitized set screw 5.5. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the 5.5 exp verse unitized set scr (p/n: 199721001, lot #: xm1113) was returned and received at us cq. Upon visual inspection, the external threads were observed to be broken and the hexlobular internal driving feature was deformed. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. The complaint condition was confirmed for the 5.5 exp verse unitized set scr (p/n: 199721001, lot #: xm1113). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: the DHR of product code: 199721001. Lot : xm1113. Was electronically reviewed and no non-conformances. Were observed during the manufacturing process. The product was released on: 07.01.2021. Device history batch: device history review: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.